Event description:
It was reported that far r over-sensing and small far p over-sensing were noted on the device leading to inappropriate automatic mode switch. Programming changes were made. There were no adverse health consequences, the patient was stable.